Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: 1st f/u attempted for additional information assigned to loc: did the device deliver any staples? No further information will be available. If yes, were the staples formed properly? No further information will be available. If yes, was the staple line complete? No further information will be available. Did the device cut? No further information will be available. If yes, was the cut line complete? No further information will be available. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No further information will be available. Was there any difficulty opening the device? No further information will be available. If yes, how was the device removed from the patient? => no further information will be available. If yes, did the jaws eventually open? No further information will be available. No further information will be provided." Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during an esophagus procedure, several staples from the middle to the tip could not be deployed at 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning. No further information is available.